Manufacturer narrative:
A review of the service history for the architect c16000, serial number (B)(4), identified no additional erratic results. A review of the architect c16000 platform found no similar issues as described in this complaint and no trends were identified. Return testing was not completed as returns were not available. A review of labeling found the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. The architect glucose and ict(sodium) package inserts provide information for sample handling and result interpretation. During the instrument log review by the customer technical advocate (cta) several error codes were observed. The cta recommended the customer perform maintenance & diagnostic 3126 mixer vibration test, calibrate the sample pipettor and assays, and re-run qc. A pre-analytical issue with sample integrity could not be ruled out as the samples are centrifuged at an off- site location and not re-centrifuged at the lab. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(4).

Manufacturer narrative:
Complete information for section a. Patient information patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed glucose results on one patient generate don the architect c16000. The results provided were: sid (B)(6) gluc = 49 / 53; retested on second architect = 78 / 77mg/dl (normal range 70-100mg/dl). There was no reported impact to patient management.